Manufacturer narrative:
(B)(4). We received one used and empty easypump ii lt 100-50 s without packaging. The received sample was taken to a visual inspection. Damages were not detected. In "as received" condition, the white clamp was closed. The original wing cap was not handed over by the customer, the patient connector was not closed. After opening the top cap and removing the closing cone, we detected solution (liquid) and crystallized drug residues at the filling port (lli-cone). Furthermore we detected solution (liquid) at the lla-cone of the patient connector. Additionally the sample was filled up to the nominal value (100 ml) and a functional test, respectively a leak test, was carried out. After opening the white lamp and waiting for a while, the pump worked (solution was running). Leakages were not detected at the sample. Furthermore we tested the flow rate of the received sample: nominal: 2 ml/h; actual: 2.8 ml in 1 h; 5.5 ml in 2 hrs; 8.0 ml in 3 hrs. A follow up report will be provided as soon as the statement from manufacturer is available.

Manufacturer narrative:
(B)(4). Received one piece of used, filled of easypump ii lt 100-50-s without original packaging. In as received condition, clamp clip is closed and wing cap is not observed at the pump. Big top cap is opened and discofix cap is removed. Observed crystallized drug residue at cap valve. Clamp clip is released. Immediately observed flow of solution. Analysis: complaint sample is cut at triangle tube to separate the pump into two parts; pump and microbore sub-assembly. Pump of complaint sample is then assembled to a new microbore sub-assembly. Microbore sub-assembly of complaint sample is then assembled to a new pump. Then, flow rate test is conducted on both samples. Flow rate test report shows both samples are within specification with deviation from nominal flow rate of -13.38% and 1.08% respectively. Sample 1 has a slower flow rate compared to sample 2 as the pump has been inflated before. Conclusion: based on flow rate test report,the complaint sample is with specification. The complaint is considered as not justified. Reviewed the device history record (DHR) and there were no defect encountered during in process and final control inspection.

Event description:
As reported by the user facility (B)(4)): empty after 38 hours instead of 48 hours.